Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain on (B)(6) 2020. It was reported that a couple of years ago they couldn't tell if their stimulation was on or off. They stated that they didn't have any pain and any need for their device, so they stopped using the device. Then, in (B)(6) 2020, the patient stated that they were having pain and wanted to use the device again. They tried to use their equipment but they couldn't get their programmer to connect to their implanted neurostimulator (ins). The patient had verified that the programmer was powering on. Patient services (pss) explained to the patient that the programmer wouldn't connect because they hadn't charged the ins for at least 2 years and also it was noted that the ins was nearing the expected battery life. Pss advised the patient to follow-up with their doctor and/or a manufacturer representative (rep) to check the device and address a possible over discharged ins. On (B)(6) 2021 the patient reported that they were going to have the ins replaced sometime in (B)(6) 2021 by their implanting physician. They did not know the exact date of the surgery. The patient stated the doctor didn't know why the device needed to be replaced. Additional information could not be obtained from the patient because they disconnected from the call, so follow up was sent to the implanting physician to try and obtain additional information.